Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 52 mg/dl. During troubleshooting the customer discovered a flush drive support cap. The insulin pump also alarmed motor position encoder error and motion sensor test failure. The displacement test was performed and the insulin pump failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test and alarmed motor error alarm during the basic occlusion test due to loose protruded drive support disk. The motor was tested outside of the device and passed. No motion sensor test failure and depleted battery alarm noted during our testing. The insulin pump passed operating current and displacement tests. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.